Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications: 1. We tested the standby current of meter, the result was 1.0¿a. The criteria is <55¿a. Pass. 2. Meter setting, audio and all buttons function are ok. 3. We tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low were 64/62 mg/dl, for level high were 246/247 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. 4. Becasue patient did not send back her strips, we tested the tetain strips of same batch (strip lot number:d160728-1) with returned meter and in house control solution. The control solution tests for level low were 67/66 mg/dl; for level high were 249/254 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass .

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 6:00 pm after the end user received abnormal low results from her prodigy diabetes meter. The end user was cold to the touch, shaking, confused and unable to speak accompanied with a blood glucose reading of 71 mg/dl. The paramedics were called and upon arrival they performed a blood glucose test with their meter and the result was 149 mg/dl. The end user was given an unknown IV solution and transported to the ER. An MRI, eeg and cat scan were performed. After 4 days in the hospital the end user was discharged and instructed to follow-up with her pcp. The end user visited her pcp after this medical event and her novolog was changed to 6 units in the morning and 4 units in the evening. No additional details were provided in regards to this medical event.